Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation that during a lithotripsy procedure, the adapter which secures the probe to the scope came off and the probe broke at the proximal end. The probe fell into the ureter and was removed using forceps. The procedure was completed with another lithoclast probe with no complications to the patient.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. This device has not yet been received; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for this event. If there is any further relevant information is received, a supplemental medwatch report will be filed.